Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).

Event description:
It was reported that the power adapter of the external pulse generator (epg) was unexpectedly turned off so that a distributor staff requested inspection. Though a new battery was used, the same event occurred. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.